Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va03dt9, implanted: (B)(6) 2012. Product type: lead: product ID 3093-28, lot# va03dt9, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation when she entered a security system. It was stated that the shock was described as "a change in intensity that the patient felt in her vagina." Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information received reported the patient was ¿laughing¿ when they were telling their healthcare provider about the event. It was stated the patient had no adverse events. It was added that the patient ¿would go quickly through the gate next time, or turn the device off.¿ no further information was reported.